Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-23729. It was reported the patient's scs system was explanted on an unknown date due to lead migration and ipg not taking charge. No additional information is known at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.